Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician retracted the helix in order to reposition the right ventricular (rv) lead, however the helix would no longer extend upon repositioning. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.